Event description:
Customer reports via phone that during a urology cystogram, the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. No reported injury. Customer would not provide any further info with regards to patient or procedure.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found the fluoro was operational. The problem was with the monitor's power supply. Fse replaced the monitor's power supply per hydajust dr service manual and completed service checklist. Unit passed checkout procedures and was returned to service.